Manufacturer narrative:
Date of event - unknown. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with a 2.5 x 15mm peripheral cutting balloon device for two lesions. The first lesion was de novo located distally below the knee in the left anterior tibial artery. The vessel was mildly tortuous and the lesion had moderate calcification. The reference vessel diameter was 3mm in diameter and the target lesion length was 50mm. There was 90% stenosis before treatment and post-treatment 0% stenosis. The second lesion was de novo located distally below the knee. The vessel was mildly tortuous and the lesion had moderate calcification. The reference vessel diameter was 3mm and the target lesion length was 50mm. A peripheral cutting balloon with a diameter of 2mm and a length of 15mm was used. Pre-treatment stenosis was 90% and post-treatment stenosis was 0%. The lesion morphology was reported to be tight concentric stenosis. The patient had follow up visits in (B) (6) of 2006 and (B) (6) of 2006. For both of these visits the target lesion was patent and there were no adverse events or re-interventions recorded. The patient had a six-month follow up visit in (B) (6) of 2006. The target lesion(s) was rated as not patent. An adverse event was recorded as re-worsening of critical limb ischemia (cli). No re-interventions are recorded.